Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation, further investigation of the complaint was not possible without a sample. Issue reported could not be confirmed.

Event description:
As reported by the user facility: braun syringe pump loaded, syringe pump failed to recognize syringe and delivered entire volume. Syringe was not connected to patient. No injury reported

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The product involved in the reported incident was not returned to any of our b. Braun facilities nor logs were made available to us. Without the actual device/logs a thorough investigation could not be performed and further evaluation was not possible. Therefore issue reported could not be confirmed.